Event description:
Note: procedure date is ink. It was reported to boston scientific corp that a gold probe hemostasis catheter was used during a procedure. According to the complainant, the needle would not retract when in the scope. Attempts were made to retract the needle when the device was in the scope, however, they were not successful. There was no report of pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.